Event description:
It was reported that a pt incident occurred with the equipment [i.e., erbe system; argon plasma coagulator (apc) model apc 300, with an electrosurgical unit (esu/generator) model icc 200, part number (p/n) 10128-056] during a colonoscopy. The settings were 60 watts at a flow rate of 0.8 liters per minute. The pt suffered a hemorrhage and a perforation. A right colectomy was performed on the pt to address the situation. No specific pt information was provided. Note: the equipment was distributed by an affiliate, erbe, of our parent company (erbe electromedizin). Therefore, the p/ns of the units are different than the numbers in the united states.

Manufacturer narrative:
A review of the settings revealed that they were not appropriate for the intervention work that was performed. Therefore, the account was informed/reminded to adjust the equipment settings as necessary to achieve the desired tissue effect (note: it was determined that an inspection/testing of the involved apc/esu system was not needed.). No trends have been identified with this situation. Erbe USA is now closing this event.